Event description:
Healthcare professional reported a lap-band sys removal due to reported "erosion."

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on (B)(4) 2014. Visual analysis by the device analysis lab noted the device returned is an ap standard with a taper ii. Allergan has received the product. However, the analysis has not been completed at this time. Erosion is a surgical-physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.